Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.035 roadrunner; guide cath: glidewire; 5 f berstein; sheath: 7 f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned foxcross balloon catheter noted blood in the balloon, in the inflation lumen and on the shaft. Blood in the balloon and inflation lumen is consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was separated 2.8 cm distal to the proximal seal as reported. There was a longitudinal rupture in the balloon distal to the separation for a length of 3.7 cm. The inner member was separated 3.5 cm distal to the proximal seal and was in two pieces. The inner member fracture face was stretched and jagged, suggesting an overload of the material. One piece of the separated inner member was stretched for a length of 3 cm. The distal end of the tip was smashed. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis revealed that the balloon failure may be attributed to mechanical damage to the outer surface. All three sections submitted for analysis exhibited areas of mechanical damage to the outer surface and separated edges. Mechanical damage was also found on the ID at the radial rupture edge of the proximal portion of the balloon. The inner member and balloon exhibited features suggesting the components exhibited tensile loads as well as mechanical damage prior to receipt in the sem lab. In this case, based on the sem results, it may be possible that the balloon rupture is attributed to interaction with lesion calcification as it was reported that waist was observed prior to the rupture. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. It is likely that the distal portion of the balloon material was lodged within the lesion site after the rupture, causing the material to separate during removal. This is also consistent with the smashed tip observed. A review of the lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the av fistula of the right upper extremity, the foxcross balloon catheter was inflated and ruptured transversely at 15 atmosphere and a portion detached. A short 7f sheath was placed through which a 0.035" non-abbott guide wire was positioned. The foxcross balloon catheter was advanced and the lesion was dilatated, however, a significant waist was noted; the balloon then ruptured. During removal it was noted that only the proximal radiopaque marker moved along the guide wire and the more distal radiopaque marker remained stationary on the guide wire at a location peripheral to the stenosis within the basilic vein. The guide wire was partially withdrawn using fluoroscopic guidance; the wire moved freely and the balloon fragment remained stationary. The non-abbott 5f guide catheter and guide wire were advanced alongside the non-abbott guide wire which remained in the vessel and the 5f guide catheter was positioned just peripheral to the balloon fragment. The non-abbott guide wire was removed and venography was performed noting no rupture of the vein and minimal angiographic improvement of the stenosis. A 4 mm microsnare was advanced through the guide catheter and was used to snare the balloon fragment still located over the guide wire. The snare was cinched down on the guide wire; the guide wire, balloon fragment, and snare/guide catheter combination were withdrawn through the sheath. The procedure was abandoned and the patient will be evaluated at a later date for repeat fistulography and possible angioplasty of the known stenosis. The patient was reported as doing fine post procedure. Though requested, no additional information was provided.